Manufacturer narrative:
This initial and final emdr is being submitted to FDA for an event that occurred outside the USA. "Adhesion of cells" is indicated as a potential adverse event related to iol implantation in hoya IFU covered under the warnings section. "Retinal degeneration" is indicated as a known contraindication to the implantation of intraocular lenses after cataract removal as covered in the warnings section of the hoya IFU. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4), model: nc1-sp). Based on the information available, infectious endophthalmitis has been ruled out in this case. Because posterior capsule opacification (pco) is a common post-operative complication for patients with retinitis pigmentosa, and because pco is also caused by a proliferation of lecs after surgery, it is believed that the lens epithelial cells (lec) deposits were likely caused by the patient's pre-existing condition, retinitis pigmentosa. From our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Date of implant: (B)(6) 2021. Date of event: (B)(6) 2021. Patient has developed inflammation after implantation of iol. This has resulted in drop in visual acuity. The reduction is due to adhesion of cells (extensive);it was found that there was optic surface reflection, inflammatory cells deposition on optic of the iol. Patient condition: endophthalmitis. Patient impact: temporarily decreased va secondary surgery required on future date; if the cells remains may require explantation.